Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Three devices were received for evaluation. Three events were not duplicated; however, they were found to be outside of specifications. Two devices had corrosion. One device was found to have a black residue on a component. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 3 malfunction events, in which the devices were reportedly leaking. There was no patient involvement; no patient impact.